Event description:
Customer reported IV pump keeps showing an error message "time keeper" error code 30 (0002). One device was received for evaluation. The evaluation confirmed the customer report of "showing an error message "time keeper," error code 30 (0002)." The event history log was reviewed. Error 30 (>10x) was found during the review. The cpu was replaced. Cleaned, configured, calibrated and post repair tested all equipment with known good power cord per quality control checklist. After repair, device was found to meet specification.